Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the lack of audio, which was caused by a connection dislodged from the printed circuit board. The connection was secured and audio was restored.

Event description:
During baxter's functional testing of a spectrum pump it was discovered that the device lacked audio capabilities. There was no pt involvement.